Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test,rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm and low battery alarm due to missing spring. Device received with stripped battery cap coin slot(p), minor scratched lcd window, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery life was diminished, had unexplained random no delivery alarm, lost settings during a battery change, the insulin pump got locked up and became unresponsive, had scratches on the screen, battery was lasting only 2 weeks and the battery cap was broken in the past. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.